Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred and pump would not turn on. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Customer to continue using the pump for insulin therapy.